Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that t-wave oversensing is present on the lead. The caller indicated that there may have been a lead microdislodgement in the past. The caller modified the device programming parameters in attempt to sense the t-waves as refractory events. The lead remains in use. No patient complications have been reported as a result of this event.